Event description:
It was reported that the bd¿ syringe with needle had "water stains" on it before use. The following information was provided by the initial reporter, translated from chinese to english: "after receiving supplies in the operating room, it was found that the package of 20ml syringe had water stains and was likely to be infected."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301948,lot 1710230 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has determined that no damage or water issue occurred with product of this batch. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle had "water stains" on it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after receiving supplies in the operating room, it was found that the package of 20ml syringe had water stains and was likely to be infected."